Event description:
It has been reported to philips that the 3d option was not available and the procedure was aborted. There was no reported patient or user harm. .

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was rescheduled and performed on another day. A philips field service engineer (fse) inspected the system onsite and identified that the issue occurred because of not performing batch verification for the database while implementing the fco months before. The engineer performed batch verification of the epx database and restarted the system. After troubleshooting, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. 3d viewing is an interventional tool. Per the instructions for use, ¿images created by the viewing application (interventional tools) are artificially reconstructed images. Diagnosis or treatment cannot be solely based on these images. All findings, decisions, and diagnoses must be confirmed using conventional (2d) x-ray imaging.¿ hence, users should not merely rely on interventional tools to complete the procedures but confirm with 2d imaging. If the interventional tool becomes unavailable for use, the user is alerted by an error message. The user can reboot/restart the tool application or continue to use the 2d system without extending the functionality with 3d imaging. The clinician, using their clinical judgement may decide to postpone the procedure or stop the procedure. This decision is based on the clinician¿s knowledge of the patient¿s status and understanding that the system is still available using 2d imaging. Therefore, the unavailability of an interventional tool is not likely to cause or contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.